Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was evaluated in the field: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the investigation of the unit confirmed the complaint: an integra field service technician (fst) visited the facility and evaluated the device. The fst was able to replicate the reported issue and also confirm the system error in the unit's log files. To resolve the issue, the fst re-installed the software, checked the start up with the power off/on, and confirmed the device functionality. Root cause - the root cause is confirmed as system error. Corrective and preventative action (CAPA) has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that they checked the cusa clarity console (c7000) prior to a "laparoscopic partial liver resection" surgery, and no issue was detected, but when starting up the device during the surgery, error messages occurred. The device was turned off, and then turned back on after it was unplugged for 10 minutes; however, there was no sign of improvement. As a result, another device was used to complete the surgery. There was no patient injury, but there was delay of more than 30 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.